Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, fold creases. A microscopic analysis was performed which identified: nicks, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), wear abrasion. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture and an "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and an "patient's concern with the product." Device has been explanted.